Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 02-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of adnexa uteri pain ("daily constant pain in tubes") in a female patient who had essure (batch no. He011e1) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical conisation in 2015. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required), coital bleeding ("cervix bleeding after every intercourse"), cervical friability ("cervix bleeding after every intercourse") and fatigue ("fatigue"). The patient was treated with surgery (essure removal with removal of uterus and tubes). Essure was removed on (B)(6) 2017. At the time of the report, the adnexa uteri pain, coital bleeding, cervical friability and fatigue outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain, cervical friability, coital bleeding and fatigue with essure. The reporter commented: cervix already weakened following conization in 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (B)(4). This spontaneous case was reported by a consumer and describes the occurrence of adnexa uteri pain ("daily constant pain in tubes") in a female patient who had essure (batch no. He011e1) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical conisation in 2015. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required), coital bleeding ("cervix bleeding after every intercourse"), cervical friability ("cervix bleeding after every intercourse") and fatigue ("fatigue"). The patient was treated with surgery (essure removal with removal of uterus and tubes). Essure was removed on (B)(6) 2017. At the time of the report, the adnexa uteri pain, coital bleeding, cervical friability and fatigue outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain, cervical friability, coital bleeding and fatigue with essure. The reporter commented: cervix already weakened following conization in 2015. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 13-oct-2017 for the following meddra preferred term: adnexa uteri pain. The analysis in the global safety database revealed 64 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. Company causality comment incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.